Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-june-2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that a healthcare professional (hcp) observed foreign body reactions in a patient following use of the knotless tensiontight button implant system. The hcp reported that the event was managed with administration of nsaids. The hcp assessed the event as probably not related to the device.